Event description:
Only 8 ray-tec sponges were in the custom pack. There should have been 10. Packages of sponges that do not have the correct number create the risk of incorrect count or a retained surgical item. The pack was removed from the field and from the room. Sponges and pack information forward to materials management.